Event description:
The customer reported that the system's live monitor screen was white and the system displayed an error 17 message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnecting cable between the c-arm and the monitor cart was replaced and the tube was worked on. The system was tested and found to be working as intended and put back into service.